Event description:
On (B)(6) 2012, the pt reported that on (B)(6) 2012 he was at the beach and went wading in the ocean while attached to his infusion device. When the pt took the device out of his pocket, the screen was blank and he could see moisture behind the screen. He does not know if the device provided an error or alert message. The pt allowed the device to dry and inserted a new battery in the device, but it still would not turn on, therefore, he could not check to see if the device provided an error or alert before shutting down. The pt switched to his backup device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device, battery, and battery cover were requested to be returned for product eval.

Manufacturer narrative:
Product was received on (B)(4) 2013. The soft components of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore moisture may enter the insulin pump and destroy the pump electronics. The problem mentioned by the customer is related to careless handling of the product.